Manufacturer narrative:
The electronic patient records were downloaded from the device and reviewed. It could not be confirmed that any shocks initiated by a shock button press were not successfully delivered. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device did not provide defibrillation shock to a patient during resuscitation. A back-up device was available and was used to continue patient care. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device did not provide defibrillation shock to a patient during resuscitation. A back-up device was available and was used to continue patient care. There were no reports of adverse effects to the patient as a result of the reported issue.